Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a direct tested nasal kitted swab. Additional testing was performed three weeks ago using unknown test which generated positive result. Additional testing was performed using unknown test on (B)(6) 2023 which generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 188771 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 188771, test base part number 195-430 / lot 182996. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 188771 showed that the complaint rate is(B)(4) abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6)2023 on a direct tested nasal kitted swab. Additional testing was performed three weeks ago using unknown test which generated positive result. Additional testing was performed using unknown test on (B)(6)2023 which generated negative result. No additional patient information, including treatment and outcome, was provided.